Event description:
Event description cpi received information that during pre implant testing, when the sales representative attempted to interrogate the implantable cardioverter defibrillator (ICD), he received an error message and the ICD could not . The ICD was not implanted.